Manufacturer narrative:
Qn# (B)(4).

Event description:
It was initially reported the catheter was not functional. Additional information was received on 05dec2022 that "catheter kinking and flushing issue". No patient information was provided.

Event description:
It was initially reported the catheter was not functional. Additional information was received on 05dec2022 that "catheter kinking and flushing issue". No patient information was provided.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened sac kit for analysis. The customer returned an unopened kit for a reported defect that occurred during use. Thus, it is being assumed that the returned sample is a representative sample. The kit was opened to further analyze the components. Visual analysis of the returned components did not reveal any obvious defects or anomalies. The overall length of the catheter measured 84mm, which is within the specification limits of 82mm - 86mm per the catheter product drawing. The catheter outer diameter measured 1.060mm, which is within the specification limits of 1.04mm - 1.09mm per the catheter product drawing. The returned sample was functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over guidewire. Hold catheter in place and remove guidewire and/or assembly, where applicable." The returned guide wire was threaded through the returned catheter with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of a kinked catheter could not be confirmed through the complaint investigation. The customer only returned one representative sample for analysis. The catheter passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the customer report and without the reported catheter returned for analysis, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.